Manufacturer narrative:
This report is being filed to provide additional information. Updated root cause: a definitive root cause was not determined. Review of the rdf does not show a conclusive root cause for the reported adverse event by the patient for this procedure. It is possible that the reaction was the result of the patient physiology. Per the rdf,volume shifts could also be a potential root cause. A pediatric/smaller patient may be less likely to tolerate shifts in fluid balance at a given moment.

Manufacturer narrative:
Investigation: during customer follow-up, the customer stated that the patient's symptoms during the procedure may have been due to a possible air embolism or a pulmonary embolism (pe). Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a pediatric patient experienced an adverse reaction during a therapeutic plasma exchange (tpe) procedure. The rn paused the procedure and a medical code was called. The patient received treatment and the procedure was discontinued. Per the customer, the patient recovered and was transferred to a hospital ward. During customer follow-up, the customer stated that post-procedure, the patient was given a blood test with normal test results and they felt that he did not need any additional tpe procedures. Patient identifier (ID) is not available at this time. The therapeutic plasma exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. There was no sign of excess air entering the disposable set during the procedure. There was a prompt recommending custom prime for the procedure, however, the operator selected not to perform custom prime. Custom prime is an option for patients with a low tbv or low hct. This provides a way for the patient to better tolerate the volume of the extracorporeal circuit. If a blood warmer is used this may further increase the extracorporeal volume required. A pediatric/smaller patient may be less likely to tolerate shifts in fluid balance at a given moment. Using a blood warmer increases the need for a custom prime. Per the therapeutic apheresis handbook: a physician's reference, 2nd edition,overall patient reactions may occur in approximately 4.8% of procedures. Of these reactions,most were mild and well tolerated. Per the spectra optia essentials guide, the optia system has many safety features. However, a patient reaction can occur rapidly. Therefore, it is imperative that the operator monitor the patient and the system throughout the procedure. Root cause: a definitive root cause was not determined. Review of the rdf did not show a conclusive root cause for the reported adverse event by the patient for this procedure. It is possible that the reaction was the result of the patient physiology.

Manufacturer narrative:
This report is being filed to provide additional information. Per terumo bct's medical review, the device did not cause or contribute to this incident.